Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd angiocath IV catheter 24ga 0.75in has been found experiencing five occurrences of containing foreign matter before use. The following has been provided by the initial reporter: white fm was on the catheter. It seems si.

Event description:
It has been reported that the bd angiocath IV catheter 24ga 0.75in has been found experiencing five occurrences of containing foreign matter before use. The following has been provided by the initial reporter: white fm was on the catheter. It seems si.

Manufacturer narrative:
H.6 investigation summary: bd received 3 24-gauge angiocath units from an unknown lot number. A review of the device history record could not be performed as the lot was unknown. Our quality engineer visually inspected the returned units and observed visible silicone on the catheter tip. Based off the visual inspection the engineer was able to verify the reported defect. It should be noted that this silicone does not cause harm to the user and is used to assist in catheter sliding during venipuncture. It was determined that this defect occurred during the manufacturing process when an excessive amount of silicone was dispensed during the catheter tipping process. The manufacturing facility has been notified of this incident and the findings.